Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the case clip broke causing the pump to fall which resulted in the site being pulled out. There was no reported impact to the customer's blood glucose level. The customer changed the site and resumed insulin delivery.